Event description:
It was reported that the ventilator alarmed and was turning on and off while connected to a pt. The pt was placed on a back-up ventilator. No pt harm reported. The ventilator will no longer power up.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.